Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown liner-unknown, unknown-unknown stem-unknown, unknown-unknown cup-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00590. Product location unknown.

Event description:
It was reported that the patient underwent a revision procedure due to dislocating. Liner was revised. Attempts have been made and additional information on the reported event is unavailable at this time.